Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned and replaced due to high out of range pacing impedance measurements. No additional adverse patient effects were reported.